Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue could not be reproduced. The device was visually evaluated with the following observations: no obvious visible defects such as cuts or tears in the foam. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated the device was also evaluated for function and no significant leakage occurred when water was run through the pads. There was minor dripping when the device was disconnected but this was within specifications. A DHR review is not required because the reported event is unconfirmed. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the nurse getting alarm 80 (non-recoverable system error) control processor failed to detect a simulated water temperature (wt) fault. Had turn device off and on in an arctic sun device. Closed alarm 05 (water reservoir empty) and emptied pads. Got an alert 07(empty pads not complete). Restarted therapy. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, flow rate (fr) was 0.7lpm. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 39 percentage, flow rate (fr) was 0.8lpm, patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c and water temperature (wt) was 24.5c. Explained correlation between heater capacity and flow rate (fr). The nurse asked if the pads should leak water when disconnect. Turned out the pads had leaked water both times when the nurse disconnected and reconnected. Stopped therapy and tried to empty pad but got another alert 07 (empty pads not complete), disconnected pad from fluid delivery line (fdl). Connected new pad without putting on the baby yet. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage and the flow rate (fr) was 1.2lpm. They would return of pad for investigation. Confirmed patient never left the room with pads in place, per nurse and would change out and call if had any further issues. Per follow up information received via email on 17jul2023, they just spoke with the nurse to follow up on the leaking of the pad to get a better understanding of what was going on and the nurse stated that during the helpline call and checking the numbers, the flow rates were lower than they should have been. Also asked about the amount of water that was leaking, and the nurse assured that it was not just a few drops (which sometimes happens with disconnect and reconnect) and also stated that it was enough water leaking out that had to wipe it up from the floor with a receiving blanket and it soaked the entire blanket, if that gives everyone a better visual of the amount of water leaking.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse getting alarm 80 (non-recoverable system error) control processor failed to detect a simulated water temperature (wt) fault. Had turn device off and on in an arctic sun device. Closed alarm 05 (water reservoir empty) and emptied pads. Got an alert 07(empty pads not complete). Restarted therapy. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 43 percentage, flow rate (fr) was 0.7lpm. Disconnected and reconnected pads using proper technique. Inlet pressure (ip) was -7.1psi, circulation pump command (cpc) was 39 percentage, flow rate (fr) was 0.8lpm, patient temperature (pt) was 33.6c, targeted temperature (tt) was 33.5c and water temperature (wt) was 24.5c. Explained correlation between heater capacity and flow rate (fr). The nurse asked if the pads should leak water when disconnect. Turned out the pads had leaked water both times when the nurse disconnected and reconnected. Stopped therapy and tried to empty pad but got another alert 07 (empty pads not complete), disconnected pad from fluid delivery line (fdl). Connected new pad without putting on the baby yet. Inlet pressure (ip) was -7psi, circulation pump command (cpc) was 34 percentage and the flow rate (fr) was 1.2lpm. They would return of pad for investigation. Confirmed patient never left the room with pads in place, per nurse and would change out and call if had any further issues. Per follow up information received via email on 17jul2023, they just spoke with the nurse to follow up on the leaking of the pad to get a better understanding of what was going on and the nurse stated that during the helpline call and checking the numbers, the flow rates were lower than they should have been. Also asked about the amount of water that was leaking, and the nurse assured that it was not just a few drops (which sometimes happens with disconnect and reconnect) and also stated that it was enough water leaking out that had to wipe it up from the floor with a receiving blanket and it soaked the entire blanket, if that gives everyone a better visual of the amount of water leaking.